Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had a hole in its hose, low rpm( revolutions per minute) and was power broken. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the device manufacture date was documented as may 13, 2013 in the initial report. It has been updated as may 15, 2013. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the hose damage on location 1 of the muffler was caused by the manufacturing fixture. This issue has been escalated to CAPA. It was determined that the pawls and pawl release were worn and damaged which rendered the device power broken and the blades were broken which caused low rpms. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position which was further defined as user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.